Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The sjm representative met with the patient and confirmed the issue. In addition, the sjm representative tried the patient's external devices on a different ipg and was able to establish communication. The patient stated he last successfully recharged the ipg approximately two weeks ago and he usually recharged when the programmer showed a " low battery" warning. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced. Surgical intervention resolved the reported issue.